Manufacturer narrative:
On 20th november 2025, the user informed senseonics that the user's system showed results that were different from the glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) showed variable glucose data with frequent sg/bg mismatch. The user was assisted with a sensor re-link as an initial troubleshooting measure. Upon monitoring the system for a few days post re-link, the user continued to experience discrepancies between sg and bg readings. A sensor replacement was approved due to system performance, and an RMA was issued for further investigation.upon receipt, a visual inspection and functional testing were performed, and no anomalies were observed. In-house testing on the returned sensor showed no malfunction. A review of in vivo sensor data showed optical instability in all sensing areas around the time frame of the reported sensor inaccuracies. This could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. In an associated complaint (complaintrec-64601), the user reported pain, redness and irritation on the insertion site, which most likely contributed to the optical instability observed and consequent sensor inaccuracies. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 18 feb 2026. G3.date received by the manufacturer? 18 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4310,22.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.